Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited difficulty releasing from the delivery catheter which resulted in an increased capture threshold post-release. The lp remained implanted after release. The patient developed a right bundle branch block during implant. The patient was in stable condition.